Event description:
It was reported that the collimator on the 9900 system closed down during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The p50 connector was re-aligned during the service call. The system was tested and found to be working as intended and put back into service.